Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks on the terminal pin. Resistance testing and x-ray images determined that the distal high voltage cable was fractured approximately 41 mm from the terminal pin, under the silicone rubber boot that is bonded to the terminal and lead body. The identified cable fracture is the likely root cause of the reported shock impedance high out of range, oversensing, noisy signals, atp delivered when not required and pacing impedance high out of range.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) this right ventricular (rv) lead is connected to, triggered an alert for high out-of-range shock impedance measurements. The patient presented to the emergency department for an in-person review as their next clinic visit was in a few weeks. Upon device review, noise was not visible with myopotential testing; however, it was reproducible with pocket manipulation, and it was confirmed that the noise was sensed, resulting in anti-tachycardia pacing (atp) delivered. The patient did not report being symptomatic. A chest x-ray was performed, and the physician opted to deactivate tachy therapies, admit and monitor the patient for a possible replacement procedure. Lead integrity concerns were also discussed. No additional adverse patient effects were reported. This device remains in service. Additional information was received that the patient was transferred to another hospital where a lead revision was performed. A lead fracture was confirmed and out of range pace impedance measurements were also observed. The lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) this right ventricular (rv) lead is connected to, triggered an alert for high out-of-range shock impedance measurements. The patient presented to the emergency department for an in-person review as their next clinic visit was in a few weeks. Upon device review, noise was not visible with myopotential testing; however, it was reproducible with pocket manipulation, and it was confirmed that the noise was sensed, resulting in anti-tachycardia pacing (atp) delivered. The patient did not report being symptomatic. A chest x-ray was performed, and the physician opted to deactivate tachy therapies, admit and monitor the patient for a possible replacement procedure. Lead integrity concerns were also discussed. No additional adverse patient effects were reported. This device remains in service. Additional information was received that the patient was transferred to another hospital where a lead revision was performed. A lead fracture was confirmed and out of range pace impedance measurements were also observed. The lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) this right ventricular (rv) lead is connected to, triggered an alert for high out-of-range shock impedance measurements. The patient presented to the emergency department for an in-person review as their next clinic visit was in a few weeks. Upon device review, noise was not visible with myopotential testing; however, it was reproducible with pocket manipulation, and it was confirmed that the noise was sensed, resulting in anti-tachycardia pacing (atp) delivered. The patient did not report being symptomatic. A chest x-ray was performed, and the physician opted to deactivate tachy therapies, admit and monitor the patient for a possible replacement procedure. Lead integrity concerns were also discussed. No additional adverse patient effects were reported. This device remains in service.